Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating the lead was being monitored due to a fracture resulting in lead impedance being high out of range. Lead was later explanted, and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.